Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post procedure and the physician noted that there was intermittent capture and intermittent undersensing on the atrial lead. The physician also saw that the atrial threshold had increased above the programmed settings in both unipolar and bipolar, and that the p-wave amplitude had decreased. A chest x-ray was performed and revealed that the lead had not visibly changed position from implant, but the physician believes it may have been micro-dislodged. Programming changes were made. The patient was in stable condition.